Manufacturer narrative:
The customer declined to have their glidescope titanium lopro t4 returned for evaluation and disposal. Since the titanium lopro t4 was not returned to verathon for evaluation, the root cause of the event could not be determined. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4, the blade was not producing a picture and the light was flashing intermittently. The customer was able to isolate the issue to the blade. A delay in the procedure of approximately two (2) minutes occurred as a backup titanium lopro t4 was obtained. No harm to the patient or user was reported.